Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. The device had no physical damage where the material remained. The event can be detected/prevented by following the instructions for use: instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states detection methods. Instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope's nozzle was clogged with a black rubbery material. There were no reports of patient involvement.